Manufacturer narrative:
This report is submitted on april 9, 2021.

Event description:
Per the clinic, the patient experienced skin overgrowth and infection at the abutment site. The patient was treated with topical and oral antibiotics, and placed under general anesthesia on (B)(6) 2021, in order to debride overgrown tissue and change the abutment. The implanted device remains.